Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced fatigue due to the left ventricular lead dislodging. The physician elected to turn off the lead. The patient was in good condition; there were no plans to change lead. No additional information was reported.